Event description:
Customer reported having a hypoglycemic event due to taking insulin based on freestyle readings of 246 mg/dl and 245 mg/dl. Customer reported that spouse woke pt up later that night while pt was sleeping because pt was groaning and uneasy. Customer's spouse administered orange juice and then a glucose shot.